Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
An adc customer reported receiving a meter reading of 6.2mmol/l that he stated was higher than he felt and self-injected with 9 units of insulin and reportedly experienced a loss of consciousness 15 minutes later. Customer reported that paramedics were called, he was treated with a glucose injection on scene and transported to a health care facility. The customer was reportedly diagnosed with hypoglycemia, admitted to the hospital and "placed on an intravenous drip (unknown medication type) and observed overnight". No additional information was provided.